Event description:
Pt developed symptoms eighteen mos following an anterior cruciate ligament repair done in 2001. A repeat arthroscopy was done in 2002 revealing that the head of a screw was floating in the knee. Articular damage on the tibial plateau side was observed.